Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside failed to alarm for the patient in room 476 on (B)(6) 2018 between 20:00 - 21:30. Patient information has been requested.

Manufacturer narrative:
Per communications with the response center engineer (rce), it was a desat alarm the customer was concerned did not alarm. There was no indication that testing was performed on the device, however, the piic logs and bedside configuration file were provided to philips quality for review. A review of the logs show that a desat alarm occurred at 20:48 according to the bedside configuration file, the alarm configuration is set for visual and audible non-latching, which means that the visual and audible indicators cease once the alarm condition is no longer present. This is a configuration set and approved by the customer, thus this is considered a user alarm configuration / user misunderstanding issue. The device remains in use at the customer site. There was no device malfunction.